Manufacturer narrative:
This info was not provided during the initial report. Subject device in an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a set up for a third molar removal procedure the nurse plugged in the electric pen drive and it turned itself on and off sporadically. Surgeon selected another drive for the procedure. No pt was in the room when event occurred.